Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had a blank display. The customer's blood glucose level was 20 mmol/l at the time of the incident. Customer stated the battery cap is not loose, cracked or damaged. New battery did not resolve the issue. Customer states the display was not blank less than 30 seconds and/or did not return. Customer stated the contacts on the battery cap were neither missing nor damaged. Customer was advised to discontinue use of the insulin pump and revert to the backup plan until new battery cap arrives. The insulin pump will not be returned for analysis.